Event description:
I have two sites that I use for my fentanyl transdermal patch. On (B)(6) 2016 I had an MRI and removed the current patch. Today, (B)(6) 2016 I noticed both sites were red akin to a first degree burn. There was a very slight sensitivity to touch. The pharmacy is currently supplying the mylan brand of patches. I am currently prescribed the 50 mcg patch, 10 mg oxycodone (x3), and 600 mg gabapentin (x4) for chronic pain. The MRI was ordered by my neurosurgeon to evaluate the cervical compression for consideration for surgery. My (B)(6). The current patch has no visible metal and I checked the construction on the mylan site. Manufacturer name, city and state: (B)(4).